Manufacturer narrative:
This report is submitted on august 21, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the audiologist, the patient reported poor performance at activation and CT imaging confirmed the electrode array tip was folded over. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 19, 2018. (B)(4).